Manufacturer narrative:
Information received from the (B)(4) study indicated that at the time of the index procedure, the patient had in-stent restenosis of a previously implanted cypher stent and during the index procedure the patient experienced elevated cardiac enzymes. The patient's medical history is significant for angina, positive functional test for ischemia, previous coronary intervention with cypher stent placement, hyperlipidemia, hypertension, smoking, benign prostate hypertrophy, and metabolic syndrome. The target lesion was the mid left anterior descending artery. The lesion was described as an in-stent restenosis of a previously placed 3.5mm x 13mm cypher stent and 60% stenosed. The lesion was pre-dilated with a non-cordis balloon followed by the implant of a 2.5mm x 28mm cypher stent at 14 atms. That was followed by the implant of a 2.5mm x 13mm cypher stent at 16atms, overlapping and distal to the first stent. The stents were post-dilated and the reported residual stenosis was 0%. Of note, the ck-mb and the troponin I were slightly elevated post-procedure. Nine months after the index procedure, the patient experienced non-stemi related to a new lesion in the distal circumflex that was treated with the implant of a 2.5mm x 18mm cypher stent. The sterile lot number for (B)(4) is unknown therefore a device history report review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue, therefore, no action will be taken.

Event description:
As reported by the (B)(4) study, nine months after the index procedure, the patient experienced a non-st elevated myocardial infarction (non-stemi). The target lesion was located in the mid left anterior descending (lad) coronary artery. The lesion was an in-stent restenosis of 3.5x13mm cypher stent. The lesion was described as type a, 60% stenosed, non-thrombosed, 10mm in length, with no calcification. The reference vessel was 2.5mm in diameter 10mm in length, and non-tortuous. The lesion was pre-dilated with a 2.5x15mm non-cordis balloon balloon catheter and a 2.5x28mm cypher rx stent was implanted at 14atms. A second 2.5x13mm cypher rx stent was implanted overlapping the initial stent at 16atms. Post-dilation was done with an unknown 2.5x13mm balloon catheter at 16atms. Residual stenosis was 0% and pre and post-procedure timi flow was 3. No dissection occurred during the procedure. There was no distal disease left untreated during the index procedure. Healthy tissue to healthy tissue was covered by the stents during the index procedure. The elevated cardiac enzymes after the index procedure were clinically significant. Nine months after the index procedure, the patient experienced a non-stemi and treatment included 2.5x18mm cypher stent implantation in the distal circumflex (cx). The cypher rx stent implanted in the distal cx was pre-dilated with an apex balloon. The lot number and catalog number for the cypher stent implanted in the distal cx was unknown. The event resolved without sequelae. The patient was compliant with anti-platelet therapy and was doing fine. According to the investigator, the event was not related to cordis product.